Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening curved on the posterior, and white calcification on the shell. Leak test and microscopic analysis were performed which identified one sharp opening on the posterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on the posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.